Event description:
It was reported that the pump medication made the patient sick. The patient was in the hospital for a week until the least problematic medication was found. At the time of this report, the patient¿s pump was turned off and had been empty for approximately 7-8 years. It was noted that the patient was very sensitive to anesthesia and was unsure if she wanted the pump removed. The patient was told by a healthcare provider (hcp) and a manufacturer representative to have the pump removed because it had been shut off for a long time. It was also reported that, at the time of this report, the patient had to have an x-ray and/or MRI for lower back pain and kidney stones. It was unknown to the reporter if the MRI was related to the pump. Drug information, the cause of the event, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).